Event description:
Started having charging issues then began noticing different physical and neurological symptoms including loss of feeling in 4 toes, drop foot loss of urinary functions, increased pain while withdrawing and coming off a 5 year opioid pain pill addiction for the 3 back surgeries. Now hyperelectric currents through my body not just target area, now at heart attack risk. ER x2 dr (B)(6) of the (B)(6). ER and medtronic have all been aware of my demise for over a year and refuse to help save my life. I will die from shock whether from the stimulator or deadly pain as I'm being refused any pain treatment. I was on a 10 hour stroke watch at (B)(6) when I might have had a minor stroke. They told me I have too many ER visits, (B)(6) police told me I can't call 911 and (B)(6) and staff were stealing my preferred non opioid "pain control" of ketamine nasal spray and alprazolam that I did not withdraw from or become addicted. As I hand wrote at (B)(6) in (B)(6) 2016 "this is suicide by government" but at this point I refuse to participate in "attempted murder/conspiracy to commit murder of a multiple disabled woman and her disabled husband as well."